Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and changes in amplitude morphology measurements. The inappropriate shock was suspected to have accelerated the patient's underlying rhythm; however no further shock therapy was delivered. Boston scientific technical services provided troubleshooting options to the field, and the s-ICD remains in service. No additional adverse patient effects were reported.